Event description:
On (B)(6) 2018, the reporter contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch ultra warranty meter does not turn on. The complaint was classified based on customer service representative (csr) documentation. The reporter stated that the meter issue began on (B)(6) 2018. She reported that the patient manages his diabetes with insulin (58 units lantus at nights) and metformin, and that he made no changes to his normal diabetes management regimen. The reporter stated that a few days after the meter issue began, the patient went to a restaurant, and ate a bit more than usual. The reporter alleged that at an unknown time after this, the patient developed symptoms of ¿sleepy, weak, and nausea¿. The reporter stated that the patient ¿most likely felt unwell because his sugar was high¿, but they were unable to obtain a reading on the subject meter. The reporter stated that the patient drank ¿water¿ to try to low blood sugar levels. During troubleshooting the csr noted this was not the first time the product was being used, there was no obvious misuse of the meter, and the correct test strips were being used. The csr noted that, when a new test strip was inserted the meter did not turn on. When the power button was pressed, the meter did not power on. The csr noted the patient did not have a new battery. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.